Event description:
The high-definition lcd monitor was returned as part of the asset return process. During routine inspection of the device by olympus, the evaluation found a printed circuit board failure, a lcd (liquid crystal display) panel failure with a defective pixel, and a failure to power up. There was no patient involvement in this event. This MDR is being submitted to capture the reportable malfunctions found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus as an asset return and the evaluation found a printed circuit board failure, an lcd panel failure with a defective pixel, and a failure to power up. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image and failure to power up were due to a faulty printed circuit board (g1 board). The root cause of the faulty printed circuit board was unable to be identified. Additionally, it¿s likely the poor image quality was due to a faulty lcd. The root cause of the faulty lcd was unable to be identified. Olympus will continue to monitor field performance for this device.